Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 438 mg/dl. Customer was treated with insulin pen. Customer was using auto mode. Customer was alleging insulin pump for under delivering because insulin pump was not working and blood glucose level was going down by insulin shot. Customer stated that there was no air bubbles and leak. The insulin pump will not be returned for analysis.